Manufacturer narrative:
A partial altis sling and two introducers were received for evaluation. Examination of the sling revealed straight edges in a ¿v¿ formation, indicating the static end of the mesh most likely was cut with a sharp instrumentation for removal. Examination of the dynamic side of the mesh revealed that the dynamic anchor, tensioner, and suture were detached from the mesh and were not returned with the device. Further examination of the mesh confirmed the welded area of the suture had delaminated / detached completely from the mesh itself. Blood residue was noted on the mesh. No functional abnormalities were noted with either introducer. Based on the information received and review of the returned components, quality confirmed that the dynamic suture detached from the mesh. Review of the dynamic side of the mesh revealed the entirety of the suture including the welded area had detached fully from the mesh, with no suture still attached to the mesh. The full delamination of the suture from the mesh indicates that excess stress was exerted to result in the observed separation. As the dynamic anchor and tensioner were not received, it was concluded that the detachment of the dynamic suture most likely occurred during the tensioning part of the procedure. A review of the device history record by the contract manufacturer confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information the altis sling broke during implantation.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information the altis sling broke during implantation.